Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. It was reported that the patient underwent revision due to pain and bony impingement at the lesser tuberosity attributed to nonunion of osteotomy. An osteotomy of the lesser tuberosity is a surgical technique that allows for an easy anterior approach for total shoulder replacement and is expected to be followed by consistent bone-to-bone healing postoperatively. As reported this osteotomy repair failed to heal properly with no known trauma or patient comorbidities. Any osteotomy that may have been performed during the procedure for best approach or to repair the subscapularis with re-anchoring of the tendons to the lesser tuberosity in the event of poor attachment, could predispose the patient to bony voids or defects at the lesser tuberosity. Upon revision, the lesser tuberosity was removed so that a thicker poly/tray could be placed to increase tension in the shoulder thereby indicating a defect or lack of tension in the surrounding soft tissues rather than any complication with the poly/tray themselves. Any loss of tension then allows the tissues to slide over bony prominences resulting in impingement. As reported, this nonunion caused the revision and there are no allegations of device failure or malfunction.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 110031428, cr vivacit-e 40mm brng +3, lot # 64291260. Report source: (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02740 . Not returned.

Event description:
It was reported a patient underwent a shoulder arthroplasty. The patient then had non united lesser tuberosity that was causing pain and impingement. Thicker tray/poly was required to tension shoulder. Patient underwent revision procedure approximately 5 months post-implantation.